Event description:
It was reported the device locked up/froze during opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.